Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer failed to enter the new transmitter ID. However, the transmitter was unable to regain connection and the transmitter was replaced to resolve the issue. No additional patient or event information was available.